Event description:
Customer reports the following: "biomed reported tubing set not recognized error, biomed changed cassette, cleaned pins and cassette sensor and error did not clear. No patient harm.". Preliminary review indicates nothing obvious from pump logs; the setid component could have failed while the pump was off. Although this did not stop an active infusion, the issue is potentially related to an internal CAPA that was opened by fresenius kabi in january 2023 for setid sensor failures. As such, fresenius kabi is reporting this as a conservative measure. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.